Event description:
The hcp reported that the patient experienced "flu-like symptoms - mild withdrawal". The hcp was unable to aspirate drug from the pump. The low reservoir and empty reservoir alarms were noted in the pump status, but the patient did not hear an alarm. The low volume alarm had been set for 2 mls. The low reservoir alarm date was 2006. Final patient outcome was not reported.